Event description:
Related to MFR report # 2183959-2013-00323. Related to MFR report # 2183959-2013-00324. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.